Event description:
It was reported that during implant attempt, the helix could not be extended or retracted. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead in segments returned and analyzed.

Event description:
It was reported that during implant attempt, the helix could not be extended or retracted. It was further reported that there was elevated threshold. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).